Event description:
It was reported, that: the patient dislocated his dual mobility. The ER closed reduced his hip and patient said it¿s never felt the same from that point forward. We then proceeded to operate and discovered the liner disassociated from 28 ceramic head. We removed the dual mobility implants and converted patient to a freedom constrained. Patient involvement.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: a physical visual inspection of the ceramic bioloxd option head 28mm (item: 650-1055 lot: 3035156) could not be carried out as the product is held by the us complaints and vigilance department and has not been returned to the UK. But a review of the photographs taken and attached in associated complaint (B)(4) shows the spherical diameter to have multiple marks where the head has come into contact with a metallic object. A dimensional inspection has been carried out by the us complaints and vigilance department and the ceramic bioloxd option head 28mm (item: 650-1055 lot: 3035156) was found to be conforming to drawing specification, see attached us inspection form. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. This device is used for treatment. These part and lot combinations are not associated with any recalls at the time the search was conducted. The likely condition of the device when it left zimmer biomet control is conforming to specification. The root cause cannot be confirmed for the reported event as ceramic bioloxd option head 28mm (item: 650-1055 lot: 3035156) is conforming to specification. A review of the complaints database shows that we have received 27 reported events for "dislocation" for the same item number ¿650-1055¿ prior to the reported event. The reported event is covered by risk management file, bhp003.rmr.01 ceramic heads & ukf0591-bhp003 io risk table rev3 the severity associated with the above line is unknown as the product is conforming and the definitive root cause has not been established. Corrective or preventative action not required. The root cause of the reported event can not be determined with the information provided. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Associated products: medical product: cer option type 1 tpr sleve +3, catalog no.: 650-1067, lot no.: 2961013. Medical product: g7 dual mobility liner 44mm f, catalog no.: 110024464, lot no.: 531240. Medical product: vivacit-e dm bearing 28x44mm, catalog no.: 110031012, lot no.: 64934264. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient dislocated his dual mobility. The ER closed reduced his hip and patient said it¿s never felt the same from that point forward. We then proceeded to operate and discovered the liner disassociated from 28 ceramic head. We removed the dual mobility implants and converted patient to a freedom constrained.